Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity/ pre-implant. Data analysis has not been completed; therefore, this device has not been cleared for implant. There was no patient involvement.